Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported that a granuflo mixer had a burnt wire. There was no patient involvement or injury noted at intake. The facility was advised to order a replacement fill valve and wire harness. Upon follow-up, the bmt stated a burnt wire was discovered when the mixer was being repaired due to the mixer skipping the fill cycle during preventative maintenance. The bmt stated replacement components were ordered and the mixer remains out of service pending receipt and replacement of the components. No smoke, melting, or arcing was noted, and there were no reports of sparks or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The damaged wire was no longer available to be returned for evaluation. There was no patient involvement associated with the reported event.

Event description:
A user facility biomedical technician (bmt) reported that a granuflo mixer had a burnt wire. There was no patient involvement or injury noted at intake. The facility was advised to order a replacement fill valve and wire harness. Upon follow-up, the bmt stated a burnt wire was discovered when the mixer was being repaired due to the mixer skipping the fill cycle during preventative maintenance. The bmt stated replacement components were ordered and the mixer remains out of service pending receipt and replacement of the components. No smoke, melting, or arcing was noted, and there were no reports of sparks or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The damaged wire was no longer available to be returned for evaluation. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.